Manufacturer narrative:
The impella cp optical was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6) female patient presenting for high risk percutaneous coronary intervention. The impella cp optical was selected for support. Shortly after inserting the 14 fr introducer, angiography found an occlusion of blood flow to the patient's lower limb of the leg inserted upon. The physician was concerned for possible damage to the patient's transplanted kidney, thus, the procedure was aborted.